Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was not hearing any auditory percepts and it was determined that the electrode array was not in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.